Event description:
I went to use ethicon endopath 5 mm endoscopic blunt tip. Dissectors passed down trocar and tip fell off into patient. Circulator was watching and quickly informed them that the tip looked like it fell off and it was retrieved immediately before any injury occurred.